Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, there was an echelon reload failure. It fully fired and the blade came back. Staples were delivered, but not formed properly. The staple line that remain in the patient was not closed. This had to be sutured manually. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # p58428. The analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please explain more details about the echelon reload failure? The stapling line of the gastric plastize that stay in the patient was not closed. After the shot had to be sutured manually, keeping gastric tutor to not make a stenosis. Did the device lock-out (no staples deployed, and no cut line started)? From that side not or, did the device partially fire (start to deploy staples and cut but could not be completed)? It fully discharged without problems and retroceso of the correct blade. Did the device deliver any staples? Yes. If yes, were the staples formed properly in the proper closed b-formation? No. If the stapler did fire was the staple line complete? If, but the side of the stomach that remains in the patient was not stapled and yes the part that is extracted.